Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Visual inspection of the icm revealed no anomalies. The security keys were scrubbed, and a memory dump was performed. Battery diagnostics were downloaded and confirmed to be within normal parameters. Finally, the device underwent a series of automated tests that verified proper sensing and overall device functionality. Based on the overall analysis, no evidence of device defect, malfunction, or damage outside normal medical use was identified. As a result, the investigation conclusion code no problem detected was assigned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted from the patient due to unspecified reason. No additional adverse patient effects were reported. The explanted icm device has been returned, and analysis has been completed.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted from the patient due to unspecified reason. The icm has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - updated the h6 impact codes row 2 of device manufacturers only tab.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted from the patient due to unspecified reason. The icm has been returned for analysis. No additional adverse patient effects were reported.